Event description:
The customer reported that they obtained falsely elevated carcinoembryonic antigen (cea) results on five patient samples and falsely elevated alpha fetoprotein (afp) results on four patient samples on an atellica im 1600 analyzer. The falsely elevated results were reported to the physician(s). The samples were repeated on an alternate atellica im 1600 analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cea and afp results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated carcinoembryonic antigen (cea) results on five patient samples and falsely elevated alpha fetoprotein (afp) results on four patient samples were obtained on an atellica im 1600 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. The customer ran autocheck and obtained luminobasecheck error. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the analyzer and found that the aspiration probe 1 was clogged and leaking water/wash. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00124 on 28-apr-2025. Additional information (30-apr-2025): siemens reviewed the instrument data and determined that there was no issue with the merged traces and sample traces detect aspiration and dispense profiles. The customer service engineer (cse) performed service actions and removed the clog from aspiration probe 1 and resolved the water/wash leak. Siemens further evaluated the event and determined that if the aspirate probes cannot aspirate unbound material as intended, material will be leftover in the cuvette leading to an increase of reflective light units (rlu) which potentially cause an increase in concentration of the direct assays like carcinoembryonic antigen (cea) and alpha fetoprotein (afp) which further led to the discordant results. The investigation conclusion code in section h6 was updated to reflect the additional information. Section d8 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.